Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely use issue since non-abiomed product was used and it is not recommended per IFU. Corrections to the initial MFR report: g1 MDR reporting contact email.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿. Section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.

Event description:
Us complainant reported the patient was on impella cp support. Upon insertion of pci sheath slight ooze/bleed was noted at hemostatic valve. An attempt was made to reposition sheath with slight control although bleeding continued throughout case. Slight ooze continued at impella access site and angioseal was placed as well as manual pressure for 20 minutes. Femstop also placed on patient as precaution to prevent further bleeding. Patient hemodynamically stable at end of case. The patient survived the event.